Event description:
It was reported that the patient underwent a revision surgery approximately 8 months post-op to remove two broken 5.5mm rods and replaced with 6.35mm rods and re-graft.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.